Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00279. The patient had 3 leads (2 from lot ab2189 and 1 from lot ab2127) implanted as part of his axium neurostimulator system. It was reported the patient experienced a cerebrospinal fluid (csf) leak. The patient later experienced a headache and was instructed to consume caffeine. Reportedly, the headache has resolved.